Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The seal plug was intact. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock due to noise artifacts in the primary vector. It was noted the patient had also received inappropriate therapy when the device was programmed to the secondary vector. It was noted the amplitudes were smaller than desired. A new screening was recommended to see if repositioning the device or electrode would produce better amplitudes. The patient was pacemaker dependent and had a concomitant pacemaker implanted. The patient was hospitalized with therapy off pending further troubleshooting. It was reported that noise could be recreated in the primary vector, by manipulating the device. The noise was consistent with under insertion of the electrode terminal pin; however, x-rays confirmed the terminal pin was fully inserted. A revision procedure was performed to investigate the connections. When the pocket was opened, no issues were observed with the device and electrode connection. A new electrode was implanted and connected to the existing device, but some noise was observed. It could not be determined if the noise was the same as in the inappropriate shock episode, so the device was also explanted and replaced. A new s-ICD system was implanted, with no sensing or noise issues observed during the device set-up. The explanted products were expected to be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The seal plug was intact. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock due to noise artifacts in the primary vector. It was noted the patient had also received inappropriate therapy when the device was programmed to the secondary vector. It was noted the amplitudes were smaller than desired. A new screening was recommended to see if repositioning the device or electrode would produce better amplitudes. The patient was pacemaker dependent and had a concomitant pacemaker implanted. The patient was hospitalized with therapy off pending further troubleshooting. It was reported that noise could be recreated in the primary vector, by manipulating the device. The noise was consistent with under insertion of the electrode terminal pin; however, x-rays confirmed the terminal pin was fully inserted. A revision procedure was performed to investigate the connections. When the pocket was opened, no issues were observed with the device and electrode connection. A new electrode was implanted and connected to the existing device, but some noise was observed. It could not be determined if the noise was the same as in the inappropriate shock episode, so the device was also explanted and replaced. A new s-ICD system was implanted, with no sensing or noise issues observed during the device set-up. The explanted products were returned for laboratory analysis. No additional adverse patient effects were reported. This supplemental report is being filed because the conclusion code and the patient code were updated.

Manufacturer narrative:
The device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock due to noise artifacts I the primary vector. It was noted the patient had also received inappropriate therapy when the device was programmed to the secondary vector. It was noted the amplitudes were smaller than desired. A new screening was recommended to see if repositioning the device or electrode would produce better amplitudes. The patient was pacemaker dependent and had a concomitant pacemaker implanted. The patient was hospitalized with therapy off pending further troubleshooting. It was reported that noise could be recreated in the primary vector. By manipulating the device. The noise was consistent with under insertion of the electrode terminal pin; however, x-rays confirmed the terminal pin was fully inserted. A revision procedure was performed to investigate the connections. When the pocket was opened, no issues were observed with the device and electrode connection. A new electrode was implanted and connected to the existing device, but some noise was observed. It could not be determined if the noise was the same as in the inappropriate shock episode, so the device was also explanted and replaced. A new s-ICD system was implanted, with no sensing or noise issues observed during the device set-up. The explanted products were expected to be returned for laboratory analysis. No additional adverse patient effects were reported.